Event description:
A malfunction alarm was reported with the display of malfunction code malf 16, and it was confirmed that there was no notable event prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent, and the customer was advised to use multiple daily injections (mdi) as backup therapy. The customer was instructed on how to store the faulty pump and agreed to return it using a provided pre-paid label.